Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported, the customer had repeated no delivery alarms on their insulin pump. Customer's blood glucose was 180 mg/dl. Customer stated the alarm was resolved by a complete set change. It was also found the customer was able to resolve the alarm by changing the reservoir, but the filling cannula process was slower than usual. The customer will be returning their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.